Manufacturer narrative:
(B)(4). The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that a (B)(6) year-old female underwent a valve explant after an implant duration of six (6) years, five (5) months due to aortic insufficiency and stenosis, secondary to degeneration. Upon visualization, the tissue prosthesis was well incorporated but the leaflets had fibrotic debris obstructing the commissures, and there was retraction of the edges which accounted for the aortic insufficiency. This was excised and a CABG x2 was performed before a 21mm mechanical valve was used in replacement. Tee revealed good valve function of the new mechanical valve with no paravalvular leak. The patient tolerated the procedure well and was transferred to the csu in stable condition.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. X-ray demonstrated heavy calcification on all three (3) leaflets and an intact wireform. Leaflet 1 had three (3) tears, leaflet 2 had one (1) tear, and leaflet 3 had one (1) tear. Calcification was evident near all of the tears. The sewing ring was cut around the valve circumference and exposed the wireform at the inflow aspect. The wireform was also exposed near a commissure. (B)(4). The clinical report of stenosis was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. However, the clinical observation of insufficiency could not be confirmed through visual observations. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.